Event description:
It was reported that patient underwent revision surgery due to metallosis 10 years post-op.

Manufacturer narrative:
Following a review of our database, it was identified that the event communicated to you over this MDR (3005975929-2018-00009) has inadvertently been documented twice in our database and has previously been reported to you via MDR 3005975929-2017-00379. For this reason we will close the complaint file pertaining to this MDR and will continue to investigate this event only through the complaint file related to MDR 3005975929-2017-00379. We kindly ask you to disregard MDR 3005975929-2018-00009.